Event description:
On 05/10/2024, znyo medical received a report that when starting an infusion, the pump alarms "pressure test error". No report of patient involved or harmed.

Manufacturer narrative:
There are no previous complaint on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. The customer reported that when starting an infusion, the pump alarmed "pressure test error". Device was returned investigation in process. This MDR will be reopened and updated once the investigation has been completed and additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).